Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced consecutive line blocked alerts earlier in the week, which required an early replacement of the cassette, tubing, and cleo90 site. The pwd replaced the infusion site to resolve the alarm. No patient harm or injury.